Event description:
It was reported that a linx explant took place. The patient wanted it out due to vagal nerve pain in the arm and neck.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. Additional information received: (B)(4) distribution center. Acct # (B)(4). Dr. (B)(6) explanted linx on (B)(6) 2022. Sales rep reported on (B)(6) 2022. Previous implanting surgeon was dr. (B)(6). Date of original implant? (B)(6) 2020. Reason for removal? Dysphagia, "vagal nerve pain"-pain in extremity, arm and neck. Model and lot#? Lxmc15, lot 25208 . When did symptoms start? Upon implant . Any diagnostics that resulted in decision to remove? Pneumatic dilation x1 . Dob- (B)(6) 1977. General pt health, allergies, immunosuppressed, pt medical history? Pots, migraines, hyperlipidemia, anxiety, depression. Allergies- depacon, hyoscyamine, lyrica, nsaids, topamax. Didn¿t replace the linx, did nothing. Pt doing well. When was the date of the pneumatic dilation? I will try to find out if I can. When using the linx sizing device what technique was used to determine the size? Visual confirmation. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? I will try to find out if I can. Were there any intra-operative complications during implant? Not that I am aware of or told of. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? I¿ll check and try to find out. Was the device found in the correct position/geometry at the time of removal? Yes. Is the device being returned for analysis? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2022.

Manufacturer narrative:
(B)(4). Date sent: 8/1/2022. Investigation summary; overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. A manufacturing record evaluation was performed for the finished device batch number25208, and no non-conformances were identified.